Manufacturer narrative:
An event regarding seating/locking issue involving a centrax head was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device noted the following: the device was returned with the green clip attached. There was nothing remarkable to note. Functional testing performed using part number: 6260-5-126, lot code: 35578002. Failure mode was not confirmed during functional testing as the locking ring was able to be fully seated with femoral head assembled into bipolar component. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report and photos of the issues described are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that, during a surgery, the locking ring was not assembled into the shell. A spare was used instead. Update: "after removed the c-clip, the locking ring was not fully seated in the shell." Right side.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a surgery, the locking ring was not assembled into the shell. A spare was used instead.